Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Customer's blood glucose was 180 mg/dl. Pump history review by tandem technical support verified reported issue. Upon follow up, customer reported current battery depletion was acceptable and customer required no further assistance.